Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm sml crv; returned coiled and loosed accompanied by the detached retrieved proximal end of the wire; double bagged with in "zip-lock" style poly biohazard pouch. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented multi-dimensional kink/bend damage at the formed curve near the distal tip. The specimen also presented fracture/shear damage at the proximal end. Approximately 2.9 cm length of the retrieved portion of the proximal wire was returned with the device. Additional to the fracture/shear damage at the proximal, specimen also presented dried blood deposits near the proximal end. The nature of the damage appeared to be consistent with shear/cut and pinch damage to the proximal end caused by another device. Customer description of the "distal spring coil of the safari wire got detached" was not confirmed. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. As indicated in the dfu warnings: · do not torque this guidewire. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle · the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: during tavr procedure, to cross the annulus the safari small curve preshaped wire was used. While negotiating through the heavily calcified anatomy of the stenosed valve, the physician surprised to notice that the distal spring coil of the safari wire got detached. The wire was successfully retrieved and replaced with another safari small pre shaped wire and completed the procedure successfully. What troubleshooting steps took place? Detached wire was struck and it was retrived. What is the next course of action?: procedure completed using another safari wire. Patient present at time of event?: yes. Patient complications: no patient complications.

Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use (dfu): 1 ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. As indicated in the dfu warnings: do not torque this guidewire. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.